Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. There was no adverse impact to the customer's blood glucose level. The customer agreed to return the faulty pump using a pre-paid label within 10 days and correctly acknowledged how to put the pump into storage mode before returning it. They planned to continue using their current pump to ensure uninterrupted insulin delivery.